Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure concurrent with anterior colporrhaphy with cystoscopy on (B)(6) 2008 due to pelvic relaxation with cystocele, urethrocele and stress urinary incontinence and mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that the patient underwent a cystoscopy with injection of suburethral bulking agent on (B)(6) 2010 due to sui. It was reported that the patient underwent a transurethral injection of urethral bulking agent on (B)(6) 2010 due to sui .